Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted severe amount of adhesions and spent about 30 minutes lysing the adhesions. At that time, he was able to identify the previous mesh. He identified a defect in the mesh measuring 2.5 cm in the superomedial aspect of the mesh. The defect contained preperitoneal fat. He was able to identify an area of loose mesh, which correlated clinically with the pain he had been experiencing prior to surgery. It was reported that the patient experienced severe pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/31/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.